Manufacturer narrative:
(B)(6). The returned device was evaluated and it was confirmed that the inner blade had sheared in half. The straightness of the outer blade was evaluated through tube runout and it was observed that the outer blade runout was measured to be .1542". The outer blade is confirmed to be bent beyond the tube straightness requirements. The break in the inner blade was ultimately caused due to excessive lateral load. A review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. (B)(4).

Event description:
Surgeon was performing a wrist arthroscopy with triangular fibrocartilage complex (tfcc) repair. During debridement the 2.0mm mini incisor seemed to be working but it was not cutting. The nurse took the inner blade of the shaver and she was trying to flush to see if there were any remnants of the small pieces of tissue, but realized that it had broken into two pieces. Another mini shaver blade was opened to continue with the procedure. There was a 30 minute delay in the procedure.